Event description:
It was reported that the patient was having recharging problem as well as coupling and communication issues. It was noted that a device overdischarge was suspected. It was further reported that the patient had not used there device or recharged it in ¿several months¿ because she could not get the charger to work. It was also noted that the last successful recharging session was 2 to 6 months prior to the report. Additional information was received on (B)(6) 2015 indicating that there was a confirmed overdischarge. There was a scheduled physician recharger for (B)(6) 2015. The patient had not used stimulation in two years. It was placed to cover leg, back and she never had leg coverage. An x-ray was ordered. There was less than 50% therapy relief. A physician mode recharge (pmr) was performed. The pmr was able to recover the implantable neurostimulator (ins). After communicating with the ins the impedances were read and noted that all contacts were showing greater than 10,000 ohms before their ins showed the depleted, please recharge now screen. The recharger was showing they were 50-75% filled. It was reviewed that after the recovery the ins could deplete very quickly. There were no previous overdischarge events. The cause of the impedance issues was not determined. X-rays were scheduled. The patient did not recover and the symptoms and issues were still ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).